Event description:
It was reported that the customer was hospitalized with a high blood glucose of 23 mmol/l. It was stated that the doctor examined the insulin pump, and noticed a crack on the case and/or a piece missing. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.